Manufacturer narrative:
S/w version 4.11 c. Retainer ring = black. Case type = ngp. Customer returned pump for alleged high bgs, critical pump error (open book image), exposed to moisture, blank display, and device test failed found on (B)(6) 2023. Pump immediately alarmed a critical pump error 35 during rewind, open book image followed after removing and reinserting battery. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, self test, and displacement accuracy test due to critical pump error (open book image) alarm. Test p-cap and reservoir locked properly into reservoir compartment during testing. Successfully utilized crest and thus to download history files, traces and comlink3 files. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump alarmed a replace battery now alarm on (B)(6) 2023 at 20:19:36.000 and was expected. In the pump history files and traces, pump delivered 14 boluses in the time frame on (B)(6) 2023, the first three are as follows: 04:40:04.000, 12:05:02.000, and 15:13:04.000. Pump alarmed a pump error 53 (file#: (B)(4), line#: 693, esf#: (B)(4) on (B)(6) 2023 at 20:30:01.000 due to a possible hardware failure. Pump alarmed a pump error 4 on (B)(6) 2023 at 20:19:33.000. Critical pump error (open book image) alarm confirmed and was triggered by a pump error 35 fatal alarm confirmed in the history files during testing on (B)(6) 2023 at 12:20:14.000 due to moisture damage on the force sensor. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: corroded battery tube, corroded battery tube spring, battery cap contact missing, battery tube threads - cracked, scratched case, cracked case, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, cracked keypad overlay, and stained keypad overlay. Unable to verify customer's complaint for high bgs. Critical pump error (open book image) alarm confirmed due to pump error 35. Pump error 35 alarm confirmed due to moisture damage on the force sensor. Exposed to moisture was confirmed found on the electronic assembly, motor, force sensor, and battery tube. Unable to verify customer's complaint for device test failed and blank display due to critical pump error (open book image). Battery cap contact missing was confirmed during visual inspection. Pump error 53 was confirmed in the history files and traces due to moisture damage on the electronic assembly. Pump error 4 was confirmed as a consequence of pump error 53. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 450 mg/dl and was treated with manual injection. Customer's blood glucose value at the time of call was 400 mg/dl. It was unknown about the symptoms experienced by customer due to high blood glucose. In addition to that customer reported pump was exposed to moisture and pump had a blank display. And also customer reported pump received a open book image alarm and pump failed the self test. Troubleshooting was not performed for high blood glucose and it was unknown whether the pump was used within 48 hours of reported high blood glucose event and the auto mode feature was active at the time of the event or not. No further patient complications were reported. Customer will discontinue using the insulin pump. The insulin pump will be returned for analysis.